Manufacturer narrative:
Section d1 brand name corrected. The investigation has been completed. Asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D10 concomitant product was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted percutaneously via the right femoral artery in a 41-year-old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. During support, the patient developed a hematoma above the va ECMO uptake cannula at the right common femoral artery. Clinicians reported significant difficulty cannulating for va ECMO the night prior, requiring multiple attempts and multiple dilators. The impella access site appeared stable, the angle of entry was unchanged, sutures remained intact, and the device had been venting appropriately. Systemic anticoagulation had been held at the time of the event. The post-procedure outcome was survived at explant. The bleeding event and resulting hematoma can be attributed to va ECMO cannulation difficulty and is a known risk factor per instructions for use (IFU) due to the systemic anticoagulation requirements. Per the voice of the customer from good faith effort field team it was noted that the provider does not believe that the pump was responsible for the hematoma.